Manufacturer narrative:
Model number/catalog number: sc-8216-50, serial number: (B)(4), batch/lot number: 18967246, model/catalog description: artisan lead 50 cm. Model number/catalog number: sc-4316, serial number: n/a, batch/lot number: 19301727, model/catalog description: clik anchor. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients scs device was not working. The patient underwent an explant procedure.